Event description:
It was reported that during a meniscal procedure, a shaver was used to revive the edges of the lesion. A fast-fix 360 device was graduated at 18mm, it was introduced into the joint through the cannula, the meniscus was crossed to the stop and the first implant was fired (t1), it was withdrawn, repositioned and re-inserted into the meniscus, the second implant (t2) was actuated. At the time of removing the fast-fix, it was evident that the second implant did not advance (t2), it was actuated again and this time the second implant did advance (t2). However, when the implant handle was removed and the thread was pulled to lower the knot, it never went down, the cutter was tried using it as a knot drop but never lowered the knot. The t1 was left secured in the patient meanwhile t2 was removed with forceps. The procedure was completed with a s+n back up device. There was a non-significant delay and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H2: additional information in b5.

Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: part of the device, used in treatment, was received for evaluation. A visual inspection revealed the suture and both anchors were not returned. The depth limiter button was not in the default position. The actuator tip was in the t2 position. A functional evaluation was performed on the returned device and found the actuator tip functioned as designed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include unintended use of the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscal procedure, a shaver was used to revive the edges of the lesion. A fast-fix 360 device was graduated at 18mm, it was introduced into the joint through the cannula, the meniscus was crossed to the stop and the first implant was fired (t1), it was withdrawn, repositioned and re-inserted into the meniscus, the second implant (t2) was actuated. At the time of removing the fast-fix, it was evident that the second implant did not advance (t2), it was actuated again and this time the second implant did advance (t2). However, when the implant handle was removed and the thread was pulled to lower the knot, it never went down, the cutter was tried using it as a knot drop but never lowered the knot. The procedure was completed with a s+n back up device. There was a non-significant delay and no further complications were reported.